Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the multi-stage femoral venous cannula disconnected from the venous line during use. The customer queried whether there have been any changes made to the cannula recently that may affect the connection. The use of the device was unspecified. It was unknown if there was any complications as a result of the event. Medtronic received additional information that there was less than 15cc of blood loss. No transfusion was required.